Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a meniscus repair surgery fast fix suture that connected with the t2 was broken. Smith and nephew back-up device was available to complete the surgery. No delay or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an repeat event. A review of the customer provided image reveals t1 has been detached from the device and damage has been done to the suture. A review of the instructions for use found: read these instructions completely prior to use. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. A visual inspection confirms the suture is frayed when the t2 anchor is attached. The t1 anchor has been deployed from the device. Saline residue on the deployment knob. The needle appears bent more than manufacturer intended. A functional evaluation confirmed that t1 has already been deployed from the device as first actuation deployed t2 without hesitation. The device functioned as intended without being able to test deployment of t1. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of inappropriate or excessive force to the device. Internal complaint reference: (B)(4).